Event description:
Event description guidant received information that this competitive ventricular lead triggered a lead safety switch (lss) to occur. A review of the daily measurements noted impedances of roughly 500ohms; however, an impedance of 890 ohms was recorded in late may. The lss was cleared and the lead was tested in bipolar lead configuration, which did not identify any lead issues.